Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed 'cine disk unavailable' when using subtraction mode. The system was stable, however without the cine functions. There is no report of death or serious injury associated with the complaint.